Event description:
It was observed during the device evaluation that the subjected device exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified during the device evaluation: foreign material in the nozzle. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle could not be specified and there were no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.